Event description:
It was reported that during a da vinci-assisted surgical procedure, during r-tlh procedure, bleeding occurred causing the fenestrated bipolar forcep to slip and come into conflict with another instrument. As a result, the wire was broken the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown what tissue or vessel was bleeding observed. There was very little bleeding that occurred. The intervention used to resolve the issue was immediately replacing it with a backup instrument. No blood transfusion was required. The bleeding that occurred was expected. The blood loss was not due to the use of the isi product. No anatomical factors caused the bleeding. There were no post-operative complications. No patient injury occurred. There was no loss of cautery associated with the broken/loose cable. There were no signs of thermal damage. No fragment fell inside the patients anatomy. The device is available for return. Patient information is not available to be disclosed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: confirmed there is a cable break on the instrument.